Event description:
Left hip shaft broke. Update: medical review indicated, "findings at the time of revision included a large hip intra-articular sterile effusion, an intact head neck articulation, a large amount of grey metal debris in the neck stem taper cavity. The stem itself was well fixed and there were no findings of a broken shaft. The stem was removed and the hip revised uneventfully."

Manufacturer narrative:
Corrected data: expiration date; manufacturing date. Additional information: remedial action initiated; correction/removal rpt number. An event regarding revision due to a fracture involving an abgii modular device was reported. Fracture was not confirmed, however, the event was confirmed for metallosis. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Clinician review: the provided medical records were submitted for medical review which indicated that "findings at the time of revision included a large hip intra-articular sterile effusion, an intact head neck articulation, a large amount of grey metal debris in the neck stem taper cavity. The stem itself was well fixed. The stem was removed and the hip revised uneventfully. The primary harm involved is mechanical failure neck stem taper tha." Further documentation such as pre and post op xrays from the index and revision surgeries, surgical pathology reports, outpatient office/clinic notes and implant retrieval are needed for completetion of this assessment. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to metallosis is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
Left hip shaft broke.